Event description:
It was reported that during a da vinci-assisted general surgical procedure, the intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after operating room staff reported degraded image quality. The caller stated that replacing the endoscope did not resolve the issue, and the system had displayed an associated fault 48204. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed in its original configuration however the issue was not resolved. Image degradation did not have any impact on the surgeon ability to visualize anatomy or perform the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has not received the ec for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.